Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 4.9, 4.5, 2.8 and 2.4 inr. The corresponding reported lab result was 3.5, 3.4, 1.8 and 1.8 inr. The results are from different pts.